Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) previous explant procedure due to the device no longer functioning. There were no specific malfunction associated with the explanted system. A posterior revision surgery was performed in which a new aus was implanted. The patient did not experience any adverse events or complications.